Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: 2009; inratio: 7.5; lab: 25.2.

Manufacturer narrative:
In 2009 - discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 7.5; lab: 25.2; mean: 16.32; confidence limits: unable to determine. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. At one week later - in-house accuracy test. Test date was 2 weeks prior. Meters sn: in-house meters. Retained strip ln: 080498a. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No product is expected to be returned, so no further testing is possible. No corrective action required, as no product deficiency was established.